Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator failed test steps during testing. The device's sensor board was replaced to address the issue. Additionally, an allegation the device's peak inspiratory pressure was reading higher than a compared device was not confirmed during the evaluation.